Event description:
On (B)(4) 2012, the lay-user/patient contacted animas (anm) alleging a recurring cs alarm issue. The patient indicated that the alleged issue started earlier in the day while she was a school. At the time, the patient removed the pump although she did not readily have a backup plan on hand. Due to the alleged issue and not receiving insulin, the patient claimed that she developed a blood glucose (bg) level of '490 mg/dl' with symptoms of nausea and a headache. The patient did not report having the need to seek or receive medical intervention because of the alleged issue. The patient claimed that the alarm issue occurred at least 3 times that day. According to the anm representative involved in this contact, the pump's alarm history did not have any alarms. Through troubleshooting, the patient would be able to press the ok button to temporarily stop the alarm. However, the alarm would repeat. The allege issue was not resolved with troubleshooting. The pump was replaced. The patient was instructed to go on a backup plan for insulin delivery. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed an elevated bg level with symptoms suggestive of severe hyperglycemia. However, the patient's injury can be attributed to use-error since the alleged product issue is not likely to cause an adverse event because the pump will alarm to alert the user of the issue. The owner's booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason. In this case, the patient removed the pump and did not implement a backup plan until later in the day after contacting anm.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): there were pump not prime warnings observed in the black box. The rewind, load and prime steps were performed successfully. The force sensor calibration test confirmed that the sensor is detecting correct force. There were no loss of primes or other alarms occurred during testing . A loss of prime was induced and the pump gave the appropriate visual and audible alert. The pump passed 29 hour flow accuracy test.